Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while at the pool. The customer's blood glucose level was not impacted. After letting the pump dry, the alarm was cleared and insulin delivery was resumed.